Event description:
It was reported that during a da vinci-assisted surgical procedure, boom presented errors 1199 and 25730. Site disabled the boom and will finish this case and they are moving next cases to their other system till system is repaired. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the issue with the robot didn't impact the patient at all, no injury occurred, and it was not necessary to convert to laparoscopic or open.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse attempted to troubleshoot fiber cable issues, but when removing the "spider" cable the axes controller platform backplane (acpb) clamp padding had glued to the upstream hirose connector and when removing the hold-down clamp the hirose connector pulled off the backplane. Fse ordered a replacement backplane. While attempting to bypass the "spider" cable the fse found the main connector of the column e-chain wedged under the card cage. Fse gently removed the cable from under the card cage but found a noticeable flat-spot on the e-chain cable. Fse ordered a replacement e-chain in-case it fails tests after backplane is replaced. The fse replaced the backplane and programed in accordance with isi standards. Fse found the "spider" cable causing the upstream aurora faults. Fse replaced the "spider" cable with trunk stock spider cable. System tested and ready for use. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The acpb was analyzed and error 31199 was found in the logs. The acp4 at rear of the patient cart boom detected that the servo sync was unlocked. Upon visual inspection found physical damage on connector j8. Due to physical damage on j8 connector were unable to install the acpb on the system for further testing. The root cause of the reported event was a damaged connector on j8.